Event description:
The patient underwent replacement surgery. The explanted devices have not been received for analysis to date.

Event description:
High impedance was detected on the patient's generator. It was reported that the patient had previously been in a car accident. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.